Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt's liner, glenosphere, and base plate were revised for an unk reason.